Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a loose/detached set screw.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Event description:
It was reported that during the device implant, the setscrew was retracted too far and was stuck sideways in the header, and it could not be straightened. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.